Event description:
The customer reported that her husband changed the infusion sets, filled the tubing while connected, and then he pushed the reservoir into the insulin pump, but he does not know where all the insulin went. The caller stated that seems he injected 140 units of insulin and did twice. The customer called back to report being in the hospital due to low blood glucose of 55mg/dl. The caller stated that he was not disconnected and did not rewind the device before placing the reservoir into the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.